Event description:
Voluntary medwatch form received notes that during aveir leadless pacemaker (lp) implant that the catheter tether did not align resulting in premature separation of the lp. Snare retrieval was utilized to remove the lp. No additional information was provided.

Manufacturer narrative:
Voluntary medwatch MDR report #: mw5175295.